Manufacturer narrative:
This report is submitted on november 27, 2019.

Event description:
Per the clinic, the patient experienced fluctuating impedances and suspected labyrinthitis. The infection was treated with an oral antibiotic and steroid. The implant remains in-situ.